Event description:
It was reported that when using the bd pyxis¿ medflex 1000 caps lock was on, but after trying to turn it off, it did not turn off, and customer stated user could not type the password. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the caps lock was stuck on and could not be turned off. A technical support specialist (tss) remoted into the station and restarted the cubex application, resolved the issue and allowed user to successfully log in. The system functioned as intended after technical support specialist troubleshot the device.